Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation it was reported to cook incorporated that there was a "hair like fiber" discovered on the white stop cock of the zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system. The device was taken from consignment inventory and opened for a procedure. Immediately upon opening, the scrub nurse began inspection of the device for preparation. The scrub nurse observed a small hair follicle on the white stop cock mechanism of the delivery system of the device. The device was discarded and disposed of to avoid any unintended contamination. The procedure continued by using a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-74-zt). The end result of the procedure was described as "good." The device was not examined prior to being removed from the packaging. The discovery of the hair like fiber occurred within ten seconds of the device packaging being opened. The two individuals that were near the device were reported to be "covered with ppe adequately and neither had facial hair." A photo of the device was provided for the investigation by the customer. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the site did provide a photo for the investigation. The photo appears to show the stopcock with a syringe attached for flushing and what appears to be a "hairlike" fiber below the stopcock handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot did not reveal any non-conformances. A complaint history did not identify any additional complaints for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿9 how supplied ¿ the product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient.¿ based on the information provided, photos of the product, and the results of the investigation, cook has determined a manufacturing/quality control deficiency contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook incorporated that there was a "hair like fiber" discovered on the white stop cock of the zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system. The device was taken from consignment inventory and opened for a procedure. Immediately upon opening, the scrub nurse began inspection of the device for preparation. The scrub nurse observed a small hair follicle on the white stop cock mechanism of the delivery system of the device. The device was discarded and disposed of to avoid any unintended contamination. The procedure continued by using a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-74-zt). The end result of the procedure was described as "good." The device was not examined prior to being removed from the packaging. The discovery of the hair like fiber occurred within ten seconds of the device packaging being opened. The two individuals that were near the device were reported to be "covered with ppe adequately and neither had facial hair." A photo of the device was provided for the investigation by the customer. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.